Event description:
The customer contacted stryker to report that their device locked up during a patient event. The customer advised that when the device was powered on, the display was blank. When attempting to turn the device off, the power button did not respond. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.